Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Additionally, a power source alert occurred, however, the customer declined troubleshooting. Customer's blood glucose (bg) level was 206 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.